Manufacturer narrative:
Abl90 have an intelligence clot detection system that contains of several independent monitoring systems: pressure and flow monitoring of sample transport, sensor monitoring during calibration, qc and measurement and oximetry monitoring during calibration, qc and measurement. Overall abl90 is designed to detect and remove clots automatically and if the analyzer is not able to remove clots it will then guide the user to use the back flush procedure (only take 4-5 min). The inlet is designed to prevent big clots from entering the analyzer. 100% monitoring of sample transport from inlet to sensor cassette and oximetry cuvette. 100% monitoring of sample during measurement, all sensors have its own sensor response monitoring and the oximetry system check for turbidity. After measurement and rinse of the system there is a check for clots. Clots can be detected both in inlet, sensor cassette and oximetry system. Even with this intelligence clot detection system, some special clots can in very rare cases hide for the monitoring system as in this case reported from (B)(4). Radiometer work continuously to develop new methods to detect clots and to integrate even more intelligence to the clot detection system.

Manufacturer narrative:
The field service engineer inspected the analyzer and collected the data logs. The data logs have been received and investigated at radiometer. The preliminary result shows that a plausible cause to this issue is a clot that was introduced in the unit just before the measurement where na+ is affected. This clot was not completely out of the measuring chamber and therefore affects the blood sample that comes after the aborted measurement.

Event description:
A capillary sample was analyzed on the abl90 with result for sodium of 173 mmol/l. The doctor didn't trust the result and a new sample was tested 1,5 hour later with result for sodium of 143 mmol/l. Based on the series of measurement, the first sodium result was reported as false high by the customer.